Event description:
It was reported that a stent was deployed on 1/6/98 in the rca without difficulties. The stent reportedly looked well deployed with ultrasound (ivus). Two days later the pt was readmitted to the ccl. CPR with vasopressor support was initiated after sheath insertion, temporary pacemaker, iabp. A ptca of the rca was performed with a 3.0 rocket. Pt status remained unstable throughout. CPR/ptca was unsuccessful and the pt expired. Reportedly, the physician reported to the account manager that they are unsure if this was an acute stent thrombosis or if it was related to pt ami status or pt's chronic lung disease which could have led to decreased pressures.